Event description:
Explanting physician reported rupture and fluid leakage diagnosed by ultrasound as well as capsular contracture baker grade ii. The device remains implanted. This record relates to the left side.

Manufacturer narrative:
Initial reporter name and address: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation:rupture and fluid leakage diagnosed by ultrasound, and capsular contracture baker grade ii.

Event description:
The device has been explanted.